Event description:
It was reported the implantable neurostimulator was found to be off at the follow up appointment the day prior to the report. It was thought that the surgeon may have forgot to turn the device on at the implant surgery; however the patient did not think so because they were doing ¿great.¿ the patient had ¿recently¿ gone through a security detector and after noticed a return of symptoms. They were nauseous and had started throwing up for the last couple of days prior to the date of this report. Actions were taken to resolve the issue, but it was unknown what was done. The patient later recovered without permanent impairment. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 4351-35, serial# (B)(4)implanted: (B)(6) 2015, product type: lead. (B)(4).